Event description:
Oversensing episodes were found in device memory. Provocative tests could not reproduce oversensing. An x-ray was performed, but no abnormalities was noticed. Preliminary analysis concluded to suspect a lead or connection issue.

Event description:
Oversensing episodes were found in device memory. Provocative tests could not reproduce oversensing. An x-ray was performed, but no abnormalities was noticed. Preliminary analysis concluded to suspect a lead or connection issue.

Event description:
Oversensing episodes were found in device memory. Provocative tests could not reproduce oversensing. An x-ray was performed, but no abnormalities was noticed. Preliminary analysis concluded to suspect a lead or connection issue.

Manufacturer narrative:
(B)(4).